Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models include: vedr01, vr d334vrg. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: magnetic resonance imaging in patients with cardiac implantable electronic devices: a single-center prospective study. Journal of interventional cardiac electrophysiology. 2017; 50(1):95-104.doi: 10.1007/s10840-017-0262-6. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding patients receiving magnetic resonance imaging (MRI) with implantable cardioverter defibrillators (ICD). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there was a patient that experienced inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Additionally it was noted that one patient experienced warmth at the device site, and one patient experienced imaging artifact during the MRI scan resulting in termination of the scan. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.